Event description:
It was reported that the user contacted customer care about pausing the ilet for bathing and described a hypoglycemic event with a low of 65 mg/dl that occurred at a medical appointment after fasting, while using the ilet with a 6 mm/23 in cartridge and a libre 3 plus cgm. Symptoms included low blood glucose. Outcomes included treatment with oral carbohydrates consisting of apple juice and two glucose tablets, with blood glucose returning to range within approximately 15 minutes and no alerts or alarms reported. Investigation included a review of the event details and product use. Investigation of this case revealed that the cause of hypoglycemia was unclear, with contributing circumstances including fasting prior to the appointment, and no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.